Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of his catheter. Pt noticed his stay safe pin had been pushed in. Pt stated that his white clamp was closed but the end of the catheter piece had came off. Upon follow up, the pdrn stated that leak was not coming from his pd catheter but was coming from the extension set. Pdrn stated that there was a tear in the extension set and the stay safe cap was off when the pt went into the clinic. The cap had fallen off. Prophylactic antibiotics were administered and there was no other known pt ill effect. Pt's effluent remained clear. Sample is not available for return.